Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the guide wire was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product deficiency. Based on the obtained information, it was presumed that torsion and/or tensile stress exceeding the product's design limit was inadvertently applied while the wire tip was being trapped possibly by the calcified cto. That excess stress was assumed to have contributed to the reported wire fracture. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became separated during a pci to threat a calcified cto in the unspecified artery. The separated tip was successfully retrieved by passing a catheter over the tip. There were no known adverse patient effects.

Manufacturer narrative:
The returned guide wire had its coil wire unraveled and fractured proximal to the middle solder set at 45 mm from the tip. Microscopic observation revealed that the coils were disarranged at approximately 18 mm from the tip, and the wire was undulated thereafter. Proximal to the coil wire fracture, coils were observed tightened and disarranged. Four coil wire fracture ends were observed. Each fracture end had a flat fracture surface, indicating torsion generated by wire manipulation had contributed to the fracture. Lot history review revealed no anomaly relating to the reported event. One similar event (MFR report #: 3003775027-2018-00208) has been reported; this event was attributed to anatomy and procedure, therefore, concluded that there was no indication of product deficiency. Reviewing of production records found no indication of product deficiency. Based on the provided information, it was presumed that torsion exceeding the product's design limit was inadvertently applied in attempts to cross the lesion while the wire tip was being trapped possibly by calcification of the cto. That excess stress was assumed to cause the coils to become unraveled and eventually fractured by further applied rotation to the guide wire. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi guide wire fractured during crossing a calcified cto in the coronary artery. The guide wire was successfully extracted by passing a non-asahi catheter over the wire tip. There were no known adverse patient effects.